Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had received multiple occlusion alarms. The customer's blood glucose level was high. Tandem customer technical support (cts) confirmed the alarms in the pump t:connect data and that after each alarm, the customer would clear it and resume insulin delivery without taking measures to correct the occlusion. The customer thought that the occlusions may have been due to the infusion set. However, as the customer had changed the supplies and had not contacted cts at the time of the alarms, it could not be confirmed if the infusion set was the cause of the occlusions. Although the customer was not currently connected to the pump, a system check showed the pump was functioning as expected.